Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No data or product was provided for investigation. Confirmation of a failed transmitter error complaint was undetermined. The root cause could not be determined.